Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the suction of the collection tube is underfilling. This event occurred 40 times. The following information was provided by the initial reporter. The customer stated: during the performance verification of blood collection tubes, the suction volume of the blood collection tubes sampled in this batch was all unqualified, and the deviations were all greater than 10%.